Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged @39,222 joules of use and 7:58 minutes . The fiber was replaced and the procedure was completed using a second surgical fiber. Patient outcome: "no damages to the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-333b-(B)(4). The fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and returned; the glass cap exhibits moderate devitrification; the metal cap exhibits mild char and crystal deposits; the metal cap adhesion location exhibits burnt glue. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.